Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   A review of the device history record has been completed. No deviations or non-conformances noted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain.

Event description:
Patient reported left side "bii" (breast implant illness), "fatigue {intermittent), insomnia, difficulty concentrating, memory loss, dry skin I hair, sinus infections, candida I yeast infections, choking feeling, headaches (monthly migraine), decreased libido, sharp pains in breasts, weight gain (inability to lose no matter what), food intolerances" and "autoimmune inflammation." Device has been explanted.